Event description:
It was reported that during a pm performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the pm k6 to k8 test, possible a leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) that had evaluated the iabp unit, reported that the issue was corrected by replacing the drive manifold which corrected k6 and k8 test failure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Repairs are still on hold until the po is approved. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a pm performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the pm k6 to k8 test, possible a leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the pm k6 to k8 test, possible leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d4(unique identifier (UDI) #), d10, g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) was dispatched to evaluated the iabp unit. The fse reported that during the evaluation some more issues related to the leak were discovered requiring another adjustment. Due to the customer's current circumstances, all repairs have to get prior approval and the po has to be approved for adjustment. Repairs are on hold until the po is approved. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a pm performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the pm k6 to k8 test, possible a leak. There was no patient involvement, and no adverse event reported.